Manufacturer narrative:
The pump was received with a constant audible tone and frozen screen. Unable to perform functional testing, including the operating currents measurement, self test, restart error test, displacement, rewind, basic occlusion, occlusion, prime and compromised system sensor and no delivery test due to constant tone. Pump had cracked case at display window corner and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed a constant audible tone from the pump and the screen is frozen. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump did not revert to normal after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.